Event description:
The complainant has reported that a pt (age & gender unk) underwent a therapeutic multiple band ligator procedure for treatment of esophageal varices. The clinician stated that three bands from the superview super 7 multiple band ligator prematurely deployed. However, the same device was utilized to successfully complete the procedure. The pt did not sustain any reported complications, or ill effects as a result of the issue.

Manufacturer narrative:
This device has not been received by this MFR. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time.